Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise and marked it as atrial fibrillation (af). Review by technical services (ts) confirmed the noise oversensing observation, and troubleshooting options were provided. In-clinic troubleshooting was performed and x-ray confirmed electrode dislodgement with the distal electrode in the xiphoid position and the proximal electrode adjacent to the device pocket. As a result, the patient has been admitted while waiting for further management. The electrode remains in service. No additional adverse patient effects were reported.